Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed an unknown system error and turned off without user input during therapy while infusing epinephrine (programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.